Event description:
Philips received a report from a biomedical technician indicating that the device generated an ¿o2 not connected¿ alarm intermittently while in use, despite being connected to a known good oxygen wall source. No oxygen e-cylinders were present on the cart at the time of the event. The device was removed from service as a precaution, and no patient harm or impact was reported. During evaluation in the biomedical department, it was observed that the oxygen inlet pressure reading in the pneumatics menu displayed 7.4 psi with no oxygen source connected. Based on the reported condition, the customer requested onsite service to further evaluate and correct the issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. This investigation is ongoing.

Manufacturer narrative:
Onsite diagnostics identified the gas delivery system (gds) assembly as the source of the malfunction. The gds assembly was replaced by an authorized service provider (asp), after which the device was tested under normal operating conditions for 20 minutes and successfully passed all required performance verification tests. Following replacement, the device met all specifications and was returned to service. Based on the investigation, the device did not meet product specifications at the time of the reported event. The corrective action replacement of the gds assembly resolved the o2 alarm condition.